Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: device received with no cuffs, cut in line cord, damage to top of enclosure, air detector bracket put on incorrectly by customer, front label is cracking, as soon as water was filled into device it started to leak from bottom of device. After further investigation it was found that the leak was coming from the top of the drain valve. Heater two is torn, customer put no OEM sealant on return tube, compressor set around 6.4 and won't hold steady, fan is cracked at bottom of enclosure, and missing screw that holds in air detector door. Functional testing confirmed the complaint. Root cause was attributed to the device not calibrating due to the torn heater and water leak. What caused the tear in the heater could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Due to condition, the device has been deemed beyond economical repair.

Event description:
It was reported that the fluid warmer would not calibrate and other "tlc". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 26-jun-2023: no patient injury involvement. No additional information provided.